Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Another blood glucose reported by customer was 185 mg/dl. The customer was treated with manual injection. The customer stated that the symptoms related to high blood glucose such as not feeling well. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.